Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. A visual examination of the returned device revealed that the cutting wire was broken, bent and blackened which directly affecting the functionality of the device. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Note: this report pertains to the second of two ultratome xl devices used during the same procedure. It was reported to boston scientific corporation that an ultratome xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the ultratome was advanced through the scope to perform sphincterotomy. During the first attempt of electrocautery, the cutting wire broke. A second ultratome xl was used; however, the cutting wire broke after bowing the tome, prior to electrocautery. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a third ultratome xl, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two ultratome xl devices used during the same procedure. It was reported to boston scientific corporation that an ultratome xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the ultratome was advanced through the scope to perform sphincterotomy. During the first attempt of electrocautery, the cutting wire broke. A second ultratome xl was used; however, the cutting wire broke after bowing the tome, prior to electrocautery. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a third ultratome xl, using the same generator and active cord. There were no patient complications reported as a result of this event.